Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "EKG shows flatline while on patient¿ issue. The fse tested with the trainer in all lead selections could not duplicate EKG flatline, could not test customer ECG cable since there was none was available at time of service visit. Also checked the ech calibration which passed to specifications. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had the EKG showing a flatline. No patient harm, serious injury or adverse event was reported.